Manufacturer narrative:
Pump error 35 was noted in the pump history and critical pump error during testing due to moisture damage on the electronic assembly on electronic board. Unable to verify manufacture mode due to critical pump error. Unable to perform the functional testing including the self test, sleep current measurement test, active current measurement test, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test due to critical pump error. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a critical pump error on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the insulin pump error was performed. Customer advised they saw a red x on the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.